Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5- operator of device unknown.

Event description:
It was reported that the pump had a check clutch/plunger error. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals and had the bottom case damaged, the right plunger case cracked. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Looks to be from use, clutch half's were over 7 years old. Replaced clutch half's left and right, also leadscrew and spring as preventative measure. Replaced damaged bottom case. Replaced cracked right plunger case, along with all the plastic parts of the plunger head. Replaced worm gear and coupling as preventative measure, over 7 years old. Updated software of the device. The cause of the reported problem was traced to components failure. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500.

Manufacturer narrative:
B5: additional information received on 20july2022 via email and attached to complaint object: the event occurred during pm testing. No patient involvement was reported.